Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the infection related allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a red and swollen pocket after the device replacement procedure was performed, and oozing of the incision site was observed. Nearly two years later, the patient had a skin ulcer at the pacemaker implant site and was admitted to hospital on (B)(6) 2024 with a diagnosis of pacemaker pocket infection. The patient was transferred to another hospital for the pacemaker pocket debridement. At the other hospital, the patient was diagnosed with a systemic infection and the lead and pacemaker were explanted on (B)(6) 2024. A temporary pacing system was inserted at this time. On (B)(6) 2024, re-implantation of the original pacemaker was considered, but the risk of further infection was too great and the patient received a new pacemaker system on their other side.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a red and swollen pocket after the device replacement procedure was performed, and oozing of the incision site was observed. Nearly two years later, the patient had a skin ulcer at the pacemaker implant site and was admitted to hospital on (B)(6) 2024 with a diagnosis of pacemaker pocket infection. The patient was transferred to another hospital for the pacemaker pocket debridement. At the other hospital, the patient was diagnosed with a systemic infection and the lead and pacemaker were explanted on (B)(6) 2024. A temporary pacing system was inserted at this time. On (B)(6) 2024, re-implantation of the original pacemaker was considered, but the risk of further infection was too great and the patient received a new pacemaker system on their other side.